Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the tip of the dissection cone broke off inside the pt's leg. They made a small incision to retrieve the broken tip. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.